Event description:
Patient had hip replaced and initially received some relief. However, she has had increasing pain since 3 months after implantation. She elected to have revision done in light of recent news about the zimmer durom acetabular component. The device was removed from the market. There was clinical evidence of a failed durom acetabular cup, index total hip replacement. There was no gross loosening of acetabular cup, but upon removal, there was no evidence of bony ongrowth or ingrowth to the porous coated surface. There was relative ease of removal with use of a bone tamp only, suggesting microscopic loosening. Intraoperative gram stain was negative for significant white cell count, and negative for organisms. The appearance of tissues did not suggest inflammation or infection. ======================manufacturer response for acetabular cup, metasul durom acetabular cup======================sales rep is aware of issue. Provides the name of zimmer lawyer. 20 of these devices were implanted in patients at our facility. The surgeon who used the devices has contacted all his patients and is doing revisions on those pateints in need.